Event description:
In 2008, a clinical incident involving a tristar 50 with integrated cable arthrowand and atlas controller was reported to arthrocare corporation. The reported incident involved an arthroscopic procedure of the right knee in which the patient sustained a burn (severity not recorded in patient record), approximately seven inches in length around perimeter of knee. The burn was treated with a dressing and silvadene cream. The patient record described the burn as thermal skin necrosis and cause of the burn had resulted from fluid from arthrocare wand. In 2007, the patient returned for postoperative visit and it was reported there was no sign of infection and no significant patient discomfort.

Manufacturer narrative:
It was reported the device is not available for investigation. Since the device was not returned for investigation and the lot number for the device was not reported, a complete investigation cannot be performed. It was reported the burn resulted from fluid from the arthrocare wand. The burn was likely due to inadequate control of the irrigation fluid. The instructions for use provides the following warning: "when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury." Two devices, tristar 50 with integrated cable (catalog no. Asc4630-01) and atlas controller (catalog no. H3000-00), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2008-00009 and 2951580-2007-00013.